Event description:
It was reported that resistance was noted during removal of the protective sheath from the 2.50x18mm xience xpedition stent delivery system (sds), and the stent implant dislodged. There was no reported patient involvement and no reported clinically significant delay in the procedure. Another 2.50x18mm xience xpedition sds was used to complete the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other incidents for difficulty removing the protective sheath or for stent dislodgement prior to use reported from this lot. Based on the reviewed information, no product deficiency was identified.